Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster and base were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the caster wheel was tilted and ran the risk of breaking. There was no report of patient involvement.